Event description:
Discordant, falsely elevated hemoglobin a1c (hb1c) results were obtained on four patient samples on a dimension xpand plus with hm instrument. The discordant results were reported to the physician(s). No patients were treated based on the discordant results. The results for sample ids (B)(6) were suspected to be erroneous by the physician(s), the result for sample ID (B)(6) was suspected to be erroneous by the patient, and the result for sample ID (B)(6) was questioned by the physician(s). New samples were drawn from three of the patients, and were tested on the same instrument, resulting as expected. The corrected results were not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hb1c results.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that the patient correlations were acceptable after each calibration. The customer ran quality controls, which were within acceptable ranges. As a preventive action, the customer will perform spot checks of the patient results and will tighten the delta checks. The cause of the discordant, falsely elevated hb1c results on four patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.